Event description:
It was reported that the customer needed assistance with programming his insulin pump. The customer visited his endocrinogist and was told to change the basal rates on his insulin pump. The customer believed that he may have done it wrong due to waking up with high blood glucose levels. The customer's blood glucose was 425 mg/dl. The customer did find an error, and assisted with the correction of the error. The customer declined troubleshooting at the time of the call. Advised to call back if the issue persisted. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.